Event description:
It was reported that device had reached its elective replacment indicator prematurely. The device was explanted and replaced. No patient complications have been reported as a result ofthis event.

Event description:
It was reported that device had reached its elective replacement indicator prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
Device was returned with no information. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and analysis revealed normal battery depletion.